Event description:
It was reported that customer's insulin pump was alarming and squirting insulin out. The drive support cap was loose. Customer's blood glucose was 180 mg/dl. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).